Event description:
According to the reporter: occurred during an open sub total gastrectomy procedure. For the first firing for the open stomach resection, used a powered handle and a reload. The surgeon articulated the jaws with the maximum angle, clamped the tissue and fired the device. However, some of the staplers were malformed. The firing speed did not slow down. Additional tissue resection was required due to the issue. Replaced by a new reload and the additional resection was completed with no problem. As the resected tissue was part of the lesser curvature of the stomach side and it was scarred, it may have been hard and thick. The status of the patient is no problem.